Event description:
Additional information was received that a revision procedure was performed where the right ventricular (rv) lead was tested on a pacing system analyzer (psa) and yielded high out of range pacing impedance measurements. A lead fracture was suspected. Subsequently the rv lead was surgically abandoned and replaced. The pacemaker remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that upon interrogation it was noted that the pacemaker and right ventricular (rv) lead exhibited oversensing of noise for this pacemaker dependent patient. Over four thousand non-sustained ventricular tachycardia events were inappropriately stored in the device. It was noted that there had not been any daily measurements stored for four months. Electromagnetic interference (emi) was eliminated as a source. Boston scientific technical services (ts) was consulted and suggested turing off the minute ventillation feature. Once the minute ventillation feature was programmed off, the noise ceased. Upon further review of the data, ts noted the pacemaker and rv lead also exhibited high out of range pacing impedance measurements. Ts recommended a revision procedure to check the connection and lead integrity. No adverse patient effects were reported.